Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder (lot 8634770) was chosen for implantation into an atrial septal defect (asd) utilizing a 7f amplatzer torqvue delivery sheath (lot 8636677). While the device was in the left atrium, a cobra head deformation of the disc was observed. Deployment was attempted three times, but the issue persisted. The device was removed from the patient, and a replacement 10mm amplatzer septal occluder (lot 8358667) was used to complete the procedure successfully. There was no angulation or bending in the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and 7f size delivery system was used. The cause of the reported incident could not be conclusively determined. It is possible that using a larger delivery system could have contributed to the reported event, however, this cannot be confirmed.